Event description:
The customer reported that the unit was giving error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user. Patient's information has been requested.

Manufacturer narrative:
Patient/user involvement: through follow-ups, customer indicated that the unit was not on a patient when the problem was discovered.